Manufacturer narrative:
The technician replaced the shoulder screws and nuts on both side rails to resolve the issue.

Event description:
The account alleged the side rails are not latching. No pt impact.